Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "turns off by self" which were verified through a review of the event history log by the presence of "improper shutdown!" Messages but it was not duplicated during evaluation. No battery was returned with the device. Evaluation did not reveal a device malfunction related to the failure. The 'improper shutdown!' Alarms in the log were likely a result of normal pump operation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced turns off by itself. There was no known patient injury or medical intervention associated with this event. No additional information is available.